Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump history with alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a functional outlet and wait at least 30 minutes to see if the pump would begin charging, with further follow-up planned.